Manufacturer narrative:
H11: corrected data: this report was identified to be a duplicate of MFR report # 2015691-2021-02151. No further information will be reported on this report; please reference MFR report # 2015691-2021-02151 for the reporting this event.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The subject device is not available for evaluation as it remains implanted in the patient. The root cause for this event remains indeterminable with the available information; however, this event was most likely impacted by the progression of the patients underlying valvular disease pathology with svd. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 23mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, four (4) moths due to severe valve degeneration and severe aortic stenosis. The patient presented with acute on chronic diastolic heart failure. A successful tavr was performed with a 23mm 9600tfx aortic valve with no complications. The patient was discharged on pod # 1.